Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a blank display for more than one day. Troubleshooting was performed. Advised the customer to let the insulin pump rests for two hours. The customer called back and stated that a new battery was inserted and the insulin pump had a frozen display. No further information was provided.